Event description:
It was reported that during use on a patient in the cvicu, the cardiosave intra-aortic balloon pump (iabp) had frequent gas gain alarms. The customer was unable to troubleshoot the problem. A second iabp was used without issue. No patient harm, serious injury or adverse event was reported

Manufacturer narrative:
No additional information has been provided by the customer in response to our good faith effort attempts.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Not returned to manufacturer.

Event description:
It was reported that during use on a patient in the cvicu, the cardiosave intra-aortic balloon pump (iabp) had frequent gas gain alarms. The customer was unable to troubleshoot the problem. A second iabp was used without issue. No patient harm, serious injury or adverse event was reported.